Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported a patient experienced high intraocular pressure during a procedure. Pharmaceuticals were used to lower the pressure and allow the lens implantation. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on september 11, 2015. Based on qa assessment, the product met specifications at the time of release.the root cause cannot be determined conclusively.(B)(4).